Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was "loose" and did not fit properly. Additionally, it was reported that the pump time was incorrect and the customer has to fill the tubing with "twice the amount" of insulin after changing the site. The customer declined assistance from tandem customer technical support regarding the issue. There was no reported adverse effect to the customer's blood glucose level.